Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support. Upon cleaning the contacts within the scope connector, the problem was resolved. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field representative was informed of an "e315," unsupported scope error by a user facility. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. E315 error indicates communication failure between the camera head and processor. It is possible that dirt or dust on the contacts disabled the communication. Olympus will continue to monitor field performance for this device.